Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
One additional product was revised: conserve total a-class head. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-08-00318, 00319.